Event description:
Reporter indicated that the vns pt's vns indicated high impedance during a system diagnostics test. The reporter stated that the pt was fine until she began to experience an increase in seizures beginning on (B)(6) 2010. The vns was disabled to prevent possible injury as recommended per labeling. The relationship of the seizures to pre-vns levels is not known. The reporter indicated that no trauma was believed to have occurred. X-rays were taken and sent to the manufacturer. Upon review of the x-rays, a sharp angle near the electrode end of the lead was noted as a likely cause of the high impedance. Surgery is currently scheduled for (B)(6) 2010.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: review of x-rays by the manufacturer revealed a sharp angle. Conclusions: device failure is suspected.